Manufacturer narrative:
Testing on the sensor was not performed and the complaint was not confirmed due the customer returning the sensor with no needle.

Event description:
Customer reported via phone call, she was having issues with her sensors. Customer's blood glucose was 125 mg/dl. She stated she had issues with two sensors. One sensor she had issues removing the needle hub from the sensor when she pulled it the entire sensor came out. The second sensor when she removed it and she saw the sensor cannula was split in two and one side was curled up. Customer was advised to return the sensor for analysis and she agreed.